Event description:
It was reported that a minicap sponge had inadequate iodine. The patient stated that the sponge was dry; however, it appeared that povidone iodine was in the sponge. The package was not opened or damaged before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.